Event description:
This patient was admitted for elective coronary intervention. Angiography revealed a 50%, de novo, eccentric, diffused, bifurcated, and flexion, but not calcified, 15mm stenosis in a 2.0mm (diameter) type c left posterior descending artery (ipda). Heparin was administered via IV. The lesion was predilated with a 2.25 x 15mm balloon inflated to 14 atms. A 2.5 x 23mm cypher stent was deployed to 20 atms within the most distal portion of the lesion. Next a 2.5 x 28mm cypher stent was deployed to 20atms overlapping the proximal end of the first stent. Finally, the stents were post-dilated with a 2.5 x 15mm balloon inflated to 18 atms. The residual stenosis was reported to be 0% with timi iii flow. Additionally, a lesion in the proximal rca was treated. The lesion and vessel characteristics are unknown. The lesion was not pre-dilated. A 3.0 x 33mm stent was deployed to 20 atms with satisfactory results. Residual stenosis was reported to be 5% with timi iii flow. Seven months later, the patient returned to the cath lab for a scheduled follow angiography. The patient was asymptomatic. Angiography revealed a 90% focal restenosis of the distally implanted 2.5 x 23mm cypher stent in the ipda. This was treated with the deployment of an add'l 2.5 x 23 mm cypher stent to 20 atms within the existing stent with satisfying results. The residual stenosis was reported to be 0% with timi iii flow. The other stents implanted during index were noted to be widely patent.

Manufacturer narrative:
Cjs28250 is not distributed in the us; however, it is similar to us product cxs28250.